Event description:
Interventional cardiologist identified a complex 95% hazy stenosis in a vein graft supplying the right coronary artery. The physician advanced a 0.014 filter wire to the distal portion of the vein. The physician then performed a primary stenting mid-vessel deploying a 3.5/16mm promus element drug eluting stent. Followed by a primary stenting of the proximal portion of the same vessel, deploying a 4.0/20mm promus element stent. Both stents were in good position and fully deployed. The physician wanted to perform a post-dilatation with a noncompliant balloon. A quantum 4.0-mm noncompliant balloon was advanced, after advancing the noncompliant balloon past the proximal stent and into the mid-vessel, the distal stent migrated distally, and the proximal stent appeared to collapse upon itself or according into itself. The pt tolerated this without hemodynamic complication or chest pain. A post-dilatation was performed in ensure that both the stents were fully deployed. A4.0/16mm multi-link vision was then advanced and deployed in the mid-vein area. The pt tolerated the procedure without complication.